Manufacturer narrative:
The initial report did not have the correct awareness date documented,the correct awareness date is provided in this follow-up report.

Event description:
Implant failed due to an osseointegration problem. The initial report did not have the correct awareness date documented, the correct awareness date is provided in this follow-up report.

Event description:
Implant failed due to an osseointegration problem.